Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings or monitor glucose levels. As a result, customer experienced a seizure, "severe shaking", "loss of ability to speak", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional performed a blood glucose measurement with result of 33mg/dl, prior to providing third-party treatment of baqsimi® (glucagon) nasal powder 3mg. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. Inspected the plug assembly and no issues were observed. No malfunction or product deficiency has been identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings or monitor glucose levels. As a result, customer experienced a seizure, "severe shaking", "loss of ability to speak", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional performed a blood glucose measurement with result of 33mg/dl, prior to providing third-party treatment of baqsimi® (glucagon) nasal powder 3mg. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. Visual inspection has been performed on the sensor plug, no failure modes were observed. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings or monitor glucose levels. As a result, customer experienced a seizure, "severe shaking", "loss of ability to speak", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional performed a blood glucose measurement with result of 33mg/dl, prior to providing third-party treatment of baqsimi® (glucagon) nasal powder 3mg. There was no report of death or permanent injury associated with this event.